Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found a twisted insulation consistent with procedure damage. X-ray examination found an over torqued inner coil at the connector region. The reported event for failure to capture was confirmed. The lead was shorted due to an over torqued inner coil at the connector region consistent with procedure damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an implant procedure. Upon implanting the right ventricular lead, the lead was unable to properly fix in the myocardium, and the lead was unable to pace as a result. The lead was removed. The patient was stable.